Event description:
The unit was smoking due to the door interlock switch on the rinse side that burnt up completely. The fire was intense enough to burn a hole through the metal grating in the front. No injuries or fire dept was called.

Manufacturer narrative:
The investigation has shown that the door interlock switch on the rinse side burnt up completely. The fire was intense enough to burn a hole through the metal grating in the front. No injuries and no medical attention or fire dept were required. The technician who went on the site was instructed on how to remove the door switches. A technical change has been established on 01/29/07 to remove the switches as they are not necessary according to the norm 61010 because a key is required to access the electrical components. This action restored the proper unit operation.